Event description:
I have never had any breathing problems in my life, and then started invisalign for teeth straightening. Within 2 months my breathing had gotten so bad I thought I had developed asthma. I stopped wearing them for six weeks and my breathing returned to normal. Recently I started the invisalign again became my teeth were beginning to go back to how they were previously, and within 5 days the breathing problems came back. It's a feeling of not being able to catch my breath, stairways are difficult, hills are difficult, etc. I have always been healthy and physically active. I have stopped the invisalign permanently this time, and it took much longer for my breathing to return to normal this time. It doesn't seem fair that no warning was given prior to my investment of 5600 for these invisalign trays. Complete waste of money. Dates of use: (B)(6) 2010 - (B)(6) 2011.